Event description:
Patient reported possible right side rupture and implant exchange from textured to smooth due to patient's concern with the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: possible right side rupture and bilateral exchange from textured to smooth implants due to the patients concerns with the product.